Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported that her son's blood glucose reached "high" (greater than 500 mg/dl). Less than 24 hours after the pod was activated. He was also feeling nauseous so she took him to the hospital where he was diagnosed with high bg and ketones. They placed him on an intravenous therapy and he was given insulin (exact dosage or method was not provided).